Event description:
It was reported that the workstation monitor intermittently failed to display fluoro image. This caused an intermittent loss of live fluoroscopic images which could cause the system to become intermittently unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated connectors. The system operates as intended.